Manufacturer narrative:
Approximate age of device ¿ 7 months, 9 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2018 the patient had a left subclavian hematoma status post implantable cardioverter-defibrillator (ICD) removal. An incision and drainage procedure was performed before the patient's discharge on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remained ongoing following the event with no further related issues reported until being transplanted on (B)(6) 2019. The hmii IFU lists bleeding is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h10: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remained ongoing following the event with no further related issues reported until being transplanted on (B)(6) 2019 (reported under MFR # 2916596-2019-02113). The hmii IFU lists bleeding is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.